Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -5.0/5.0/089 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Excessive vault and significant reduction of iridocorneal angles was reported. Lens remains implanted. Cause reported as device. "Lens too big." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -5.0/5.0/089 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Excessive vault; refractive surprise and significant reduction of iridocorneal angles was reported. Lens remains implanted. Status of eye " iop ok but angles shallow." Cause reported as device. "Lens too big." If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -5.0/5.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault; refractive surprise and significant reduction of iridocorneal angles was reported. On (B)(6) 2022 the lens was exchanged and problem was resolved. Reportedly "the exchange has occurred and patient and surgeon happy". Cause reported as device. "Lens too big." Claim# (B)(4).

Manufacturer narrative:
Product evaluation: h3 - device evaluation: the lens was returned in liquid in a vial with residue and debris. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of-5.0/5.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault; refractive surprise; significant reduction of lridocorneal angles and shallow angles was reported. On (B)(6) 2022 the lens was exchanged and problem was resolved. Reportedly "the exchange has occurred and patient and surgeon happy". Cause reported as device. "Lens too big." H6- health effect-clinical code: 4581- shallow angles. Claim# (B)(4).